Event description:
Event was reported to caldera medical by an attorney. The patient has suffered lower back pain, pelvic pain, inability to have sex, and bladder infection. No further information has been provided.